Event description:
It was reported via repair work order that the foot end brakes would not hold due to the brake ring being damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.